Event description:
Pt underwent a total hip arthroplasty for degenerative right hip. One month later pt felt something pop in his hip. It was determined that the liner had disassociated from the acetabular shell. An open reduction was done and removal of the existing liner and reinsertion of second liner was made.

Manufacturer narrative:
Conclusion statement: device not assembled according to directions: user error.